Event description:
The micro reciprocating saw was sent in for eval because it was turning on and off without activation. The event occurred during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the motor.